Event description:
Baxter (B)(4) reports, "the transfer set needed to be replaced because of the occluder feet are broken, leaks can be observed when the mini cap is removed. The reported transfer set was placed in (B)(6) 2005." There was no pt injury or medical intervention associated with this incident according to baxter (B)(4).